Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred. Reported, customer was not sure how much insulin was loaded into the cartridge. Customer's blood glucose was 104 mg/dl. Reportedly, customer declined follow up to confirm if a new cartridge was loaded.